Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse nxt platform (sn (B)(6)) overheated, stopped providing chest compressions, powered off, and emitted a burning rubber smell. The crew did not report whether the platform displayed any alerts. According to the customer, the nxt platform was completely removed from the carry case, and they suspect that the air vents were potentially occluded by a pillow, bedsheet, or the patient's large size. The customer stated that prolonged CPR was necessary because the patient was receiving clot-busting medications, requiring CPR for at least 45 minutes to an hour. No consequences or impacts on the patient.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6) overheated, stopped providing chest compressions, and powered off was confirmed in the archive data but not reproduced during functional testing. The autopulse nxt platform operated as intended. The reported complaint that the autopulse nxt platform emitted a burning smell was not verified during functional testing. The customer did not report any safety concerns, and the smell does not affect the platform's functionality. The burning smell primarily results from oil residue burning off as the motor heats up. Archive log analysis indicated that the nxt platform delivered compressions using nxt battery s/n (B)(6) for 13 minutes and 30 seconds around the reported event date. The session terminated when the internal motor temperature exceeded the thermal limit of 110°c, triggering fault 1290 (fault_analog_motor_over_temp). This fault stopped compressions and initiated a power-off sequence, confirming the reported complaint. The elevated temperature also explains the customer's observation of a burning smell. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. The nxt platform passed the functional test without faults or errors. The autopulse platform functioned appropriately and performed as intended. Zoll is awaiting the customer's approval for service fees.